Manufacturer narrative:
(B)(4). The device was returned for evaluation empty with a few clear solution drops inside of the fluid path and marked with black marker. A visual inspection was performed and identified a piece of plastic inside of the bag. The reported condition was verified. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small specks of plastic were found floating inside of an intravia 50 ml container. This was noticed during filling with an unspecified solution and before patient use. There was no patient involvement. No additional information is available.